Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, intermittent high out of range pacing impedance measurements were noted on the right ventricular (rv) lead and device. No noise was noted or could be produced. All shock measurements were appropriate. Therefore, no changes were made to the implanted system. No adverse patient effects were reported as this patient was not pacemaker dependent.

Event description:
Subsequent information was received that this device was beeping as the pacing impedance measurements had increased to greater than 2,000 ohms. During the follow-up, the pacing impedance measurements were within the acceptable range and no noise was produced during testing. As a result, the patient will continue to be monitored. No adverse patient effects were reported.